Event description:
It was reported the patient received the following results within 10 minutes: 234 mg/dl (patient's meter), 300 mg/dl (patient's meter), 254 mg/dl (patient's meter), and 124 mg/dl (doctor's meter).